Manufacturer narrative:
The insulin pump passed all functional testing including idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The test transmitter communicates properly to the insulin pump. No unexpected lost sensor alarm noted. The insulin pump had no missing segments or partial display noted. The insulin pump was received with severely scratched display window, cracked battery tube threads, cracked reservoir tube lip. No black spot or bleeding on the display screen noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump had a partial display. He did not recall the blood glucose reading at the time of noticing this issue. The customer did report a blood glucose reading 179 mg/dl. The display did not return through troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.